Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string broke off the tampon and had to go to the ER to remove it manually. Consumer was prescribed with clindamycin and amoxicillin to avoid an infection and was advised not to use tampons. Consumer was experiencing abdominal and vaginal pain, vaginal discharge and odor.